Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation identified following reportable malfunction: ccu plug of the video cable section was damaged. A definitive root cause cannot be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had a dark area in the middle of the image. The issue occurred during an unspecified procedure that was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported that the subject device had a dark area in the middle of the image. The issue occurred during an unspecified procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.